Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be conforming. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and cut and was non-conforming for aspiration. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area and a couple locations along the inner cutter and gouge marks were observed at the bend area of the inner cutter. The sample was tested with a syringe and slight resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The complaint evaluation did not confirm that the probe had a cut failure. Unrelated to the reported event, the evaluation indicated that the probe had an aspiration failure. The root cause for the aspiration issue is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was functionally conforming for cut and was able to aspirate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe did not cut and the aspiration was working during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.